Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image not displayed occurred because the video function did not work properly due to water immersion failure of the imaging part. The cause of the water immersion failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that after turning on the power and connecting to the camera head there was no image displayed on the monitor. The issue was found during preparation for use and another similar device was used to complete the therapeutic ureteral stent placement procedure. There was no delay or harm to the patient or user associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image displayed was confirmed. The device evaluation found water immersion which caused the failure of the imaging part. Additional evaluation findings were as follows: the electrical contacts on the connector part had corrosion and the connector had cracks, the cable part was twisted, had scratches and water tightness had failed, and the head part scope mount had water immersion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.